Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial implant procedure, the physician was unable to place the lead into the epidural space. No products were implanted. The patient was referred for another trial at a later date.